Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer also experienced highs of about 300 mg/dl and their trainer changed their carb ratios. The customer was wearing the insulin pump during the incident. The customer believes that while in auto mode her pump is over and under delivering insulin causing lows and highs. Troubleshooting was completed for the low. The customer reported sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.